Event description:
User was being assisted by caregiver to transfer into a walk-in tub. User states that caregiver could not lower the lift, causing user to eventually fall out of lift into the tube. User was not using thigh supports and safety strap at time of event.

Manufacturer narrative:
Incident was alleged to have happened on (B)(6) 2012 but dealer ((B)(6)) claims they were not notified until (B)(6) 2012. Original dealer report dated (B)(6) 2012 contained several inaccuracies regarding product model and serial number. Corrected report was received from dealer on october 01, 2012 at which time this medwatch form was prepared and submitted to FDA and to manufacturer. Patient age and weight were supplied by dealer as best estimates.